Event description:
It was reported that the reservoir of the patient's inflatable penile prosthesis (ipp) was shown empty through CT scanning, causing partial rigidity of the device. There were no patient adverse effects regarding this event, despite of his dissatisfaction. Since the patient has not been trough a surgery yet, product problem has not yet been confirmed. Additional information will be provided if it becomes available.